Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unclear depth markings is unconfirmed as the returned product meets specification. One 4 fr single lumen powerpicc catheter segment was returned for evaluation. An initial visual observation showed the printing of the numerical depth markers on the returned catheter segment was thicker than usual; however, the printed numbers were still recognizable and distinguishable. H3 other text: device evaluation findings are in the manufacturer's note.

Event description:
It was reported that the depth markings were not clear to read on the catheter. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez1010 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the depth markings were not clear to read on the catheter. There was no reported patient injury. No other information was provided.